Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured in as the customer's age and weight were not provided. Since no product details were provided, model #, lot # and expiration date were not captured , and device manufacture date could not be determined. This event is related to mdrs 1810909-2019-00383, 1810909-2019-00384, 1810909-2019-00385, 1810909-2019-00386, and 1810909-2019-00388.

Event description:
An advocate from (B)(6) reported that the customer obtained erratic blood glucose readings on his contour next one meter. In the first scenario, the customer obtained blood glucose readings of 410 mg/dl and 87 mg/dl, while in the second scenario, he obtained readings of 268 mg/dl and 26 mg/dl. The customer had no symptoms of hypoglycemia or hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. The customer did not provide the product details.

Manufacturer narrative:
The customer returned contour next test strips lot # 8cpec52c for evaluation. Based on this information, lot # and expiration date in device identification and device manufacture date in device manufacture date have been updated. In addition to the contour next test strips lot # 8cpec52c, the customer also returned the suspected contour next one meter. An in-house testing was performed using the returned meter and returned test strips. Also, testing was also performed using the returned meter and in-house test strips from lot # 8cpec52c. All readings were within specifications.